Event description:
It was reported that this right atrial (ra) system is possibly sensing the mechanical valve movement due to the patient's history of mitral valve replacement and recent revision. The presenting electrogram (egm) shows biv pacing at the lower rate limit (lrl), with an automatic sensing (as) in blanking, which is not affecting the timing cycle. The rv auto threshold test and the 60ms avd were reviewed, and the threshold was deemed appropriate. Although the ra lead is likely detecting the mechanical valve movement, the sensing is appropriately falling into blanking. However, the right atrial automatic threshold (raat) has not yet been able to run, making it difficult to determine if capture is occurring. All lead measurements are within normal limits, and no immediate patient impact has been identified at this time